Manufacturer narrative:
The reported could be confirmed since images of CT scans were provided and shows loosening and subsidence of the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows some radiolucence and some cavities around the implant. This suggests a process of loosening which has been ongoing before. From the information received around the incident we know and can confirm a medial malleolus fracture and some condensed bone around the implant, which is considered as having led to subsidence of the implant. Therefore loosening, periprosthetic fracture and migration of the tibial implant can be confirmed. The pe is not directly visible, but there are no indirect clear signs of loosening or breakage. The talar component shows some radiolucence around the pegs, which could be interpreted as loosening. I would not confirm loosening and definitely not confirm migration, though.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by a medial malleolus fracture experienced by the patient as a result of playing golf shortly after surgery and the presence of condensed bone around the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.